Manufacturer narrative:
Details of complaint: on 2/11/2019 customer stated co2 is falsely alarming due to low readings for the end-tidal tg-920 used with hudson rci # 1103 oxygen nasal cannula on mu-631ra serial number 14528. The issue was occurring the ER department. Customer was expecting readings between 30 to 45 mmhg but was getting 15-25 mmhg for co2. The monitor was also displaying warnings that "readings maybe inaccurate". Customer indicated that 3rd party philips devices were reading between 35-45. Customer also stated that they were using end-tidal co2 in ICU department on intubated patients without any issues. Nk cas went on-site to evaluate the issue. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the on-site visit documented consistent reading of 24-28 mmhg in ed. These readings were repeated in pacu and nursery. The readings would get into 30s while test subject was talking. All nk monitors were providing consistent readings in all tested areas. Ed nurse manager, chona dart, indicated they were getting low readings on both intubated and non-intubated patients. However, ICU departments were not reporting any issues with etco2. Ed nurse demonstrated correct placement of tg-920 device on test subject. User facility was located at about 5000 ft in elevation. Although the atmospheric pressure does slightly affect the co partial pressure reading, the difference in reported pressure between nk and that of philips could not be explained. Additional information was requested to further understood the difference. Particularly photo of the co2 waveform at the time of the event, and philips set up. This information was not available for analysis. User guide for bsm-6000 states that "when measuring co2 partial pressure of a patient with an oxygen mask, set the oxygen supply to 5l/min or more. If co2 gas remains in the oxygen mask and mixes with the inspired air, the measured value may be lower than the actual value." The illustration on this user guide shows that if co is mixed in inspiration, the reading is 15-20 mmhg lower. Additionally, the user guide also states that on a patient with low ventilatory volume (shallow breathing), the co2 may mix in the inspiration due to the airway adapter's or nasal adapter's dead space, resulting in inaccurate measure values or difficulty in detecting no breath. User is to perform ventilation taking into consideration the dead space of adapters. Appropriate airway adapter is to be selected by clinicians taking into consideration patient weight and ventilation volume. When monitoring co2, ensure all gas composition is entered into the settings; if not the measurements may be inaccurate. The user guide also states that sensor kit tg-920p do not adjust the measurement value to compensate for the difference in atmospheric pressure, thus the readings maybe inaccurate. User did reported warning on the monitor of "readings maybe inaccurate". This investigation was conducted with the aid of the manufacturer, nkc. However, due to limited information available, the root cause of the reported low readings could not be determined. From the user guide, and from nkc, factors that may affect the accuracy of the readings are co2 mixed with inspired air and patient's shallow breathing. The warning on bsm monitor informed user of such case. Service history for this user facility shows this issue was previous reported under ticket 43118 and was investigated in conjunction with the current ticket 51177. Since nk cas's on-site visit on 4/30/2019, no additional issues have been reported. Corrected information: approximate age of device: incorrectly calcuated date received by manufacturer: should be 02/11/2019 not 03/13/2019 as listed on MDR initial report additional information: date of this report the sensor kit tg-920p was being used in conjunction with the bedside monitor.

Event description:
The bedside monitor bsm-6300a is being used with the tg-920 co2 sensor and the hudson rci #1103 oxygen nasal cannula. Customer called about the co2 readings for the entidal tg-920 used with hudson rci #1103 oxygen nasal cannula which they have been using these since the install date and been having problems with them for a couple months now. They feel they are causing the bedside monitor to falsely alarming due to the low readings but believe the alarms are set to a level that is industry standard. Facility has about 9 of these devices example: s/n: 37261 - tg-920p. They are getting readings between 15-25 for co2 but expecting readings in the low to high 30s up to 45. They indicated that on their 3rd party phillips devices they get a co2 reading of 35-45. The processing box has a green led and shows no signs of malfunctioning and works fine with the bedside as far as being recognized and providing readings. Nursing staff is complaining the readings are too low for any device and / or cable used. Tested with it connected to a nurse and the readings range from mid to high 20s for co2. Customer has been in contact with the sales respresentative and the our clinical staff who informed them that they needed the hudson 1103 which they purchased and did not get the readings they feel they should be seeing for co2. We asked if during the process, that they allowed time for auto calibration prior to placing the patient on the monitor. Customer said that during the testing the cable was set up then placed on his test individual with the monitor reading a value in the 20's on a healthy patient. Every patient place on the monitor reads in the 20's. Also reminded him of the oxygen adjustment for patients receiving 02 during the process. Our clinical staff found that the hospital also uses the etc02 in the ICU without any issues. Another clinical contacted the biomed to see if he would take the cables from the ed into the ICU to see if they performed properly and asked him to also do the same with the ICU cables. Although the ICU only uses the cable on intubated patient's he should be able to test the oral function on non-intubated patients or volunteers. The biomed responded that the co2 results remain in the lower 20's after switching the ER cables with the ICU. The ICU (intubated) results read appropriately with ER cables. He advised that he tested several cables. Investigation is still is still in progress on this issue.

Manufacturer narrative:
The bedside monitor bsm-6300a is being used with the tg-920 co2 sensor and the hudson rci #1103 oxygen nasal cannula. Customer called about the co2 readings for the entidal tg-920 used with hudson rci #1103 oxygen nasal cannula which they have been using these since the install date and been having problems with them for a couple months now. They feel they are causing the bedside monitor to falsely alarming due to the low readings but believe the alarms are set to a level that is industry standard. Facility has about 9 of these devices example: s/n: (B)(4) - tg-920p. They are getting readings between 15-25 for co2 but expecting readings in the low to high 30s up to 45. They indicated that on their 3rd party phillips devices they get a co2 reading of 35-45. The processing box has a green led and shows no signs of malfunctioning and works fine with the bedside as far as being recognized and providing readings. Nursing staff is complaining the readings are too low for any device and / or cable used. Tested with it connected to a nurse and the readings range from mid to high 20s for co2. Customer has been in contact with the sales representative and the our clinical staff who informed them that they needed the hudson 1103 which they purchased and did not get the readings they feel they should be seeing for co2. We asked if during the process, that they allowed time for auto calibration prior to placing the patient on the monitor. Customer said that during the testing the cable was set up then placed on his test individual with the monitor reading a value in the 20's on a healthy patient. Every patient place on the monitor reads in the 20's. Also reminded him of the oxygen adjustment for patients receiving 02 during the process. Our clinical staff found that the hospital also uses the etc02 in the ICU without any issues. Another clinical contacted the biomed to see if he would take the cables from the ed into the ICU to see if they performed properly and asked him to also do the same with the ICU cables. Although the ICU only uses the cable on intubated patient's he should be able to test the oral function on non-intubated patients or volunteers. The biomed responded that the co2 results remain in the lower 20's after switching the ER cables with the ICU. The ICU (intubated) results read appropriately with ER cables. He advised that he tested several cables. Investigation is still is still in progress on this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The bedside monitor bsm-6300a is being used with the tg-920 co2 sensor and the hudson rci #1103 oxygen nasal cannula. Customer called about the co2 readings for the entidal tg-920 used with hudson rci #1103 oxygen nasal cannula which they have been using these since the install date and been having problems with them for a couple months now. They feel they are causing the bedside monitor to falsely alarming due to the low readings but believe the alarms are set to a level that is industry standard. Facility has about 9 of these devices example: s/n: (B)(4) - tg-920p. They are getting readings between 15-25 for co2 but expecting readings in the low to high 30s up to 45. They indicated that on their 3rd party phillips devices they get a co2 reading of 35-45. The processing box has a green led and shows no signs of malfunctioning and works fine with the bedside as far as being recognized and providing readings. Nursing staff is complaining the readings are too low for any device and / or cable used. Tested with it connected to a nurse and the readings range from mid to high 20s for co2. Customer has been in contact with the sales representative and the our clinical staff who informed them that they needed the hudson 1103 which they purchased and did not get the readings they feel they should be seeing for co2. We asked if during the process, that they allowed time for auto calibration prior to placing the patient on the monitor. Customer said that during the testing the cable was set up then placed on his test individual with the monitor reading a value in the 20's on a healthy patient. Every patient place on the monitor reads in the 20's. Also reminded him of the oxygen adjustment for patients receiving 02 during the process. Our clinical staff found that the hospital also uses the etc02 in the ICU without any issues. Another clinical contacted the biomed to see if he would take the cables from the ed into the ICU to see if they performed properly and asked him to also do the same with the ICU cables. Although the ICU only uses the cable on intubated patient's he should be able to test the oral function on non-intubated patients or volunteers. The biomed responded that the co2 results remain in the lower 20's after switching the ER cables with the ICU. The ICU (intubated) results read appropriately with ER cables. He advised that he tested several cables. Investigation is still is still in progress on this issue.